Manufacturer narrative:
Device was not returned for root cause analysis. Complaint for the failure mode "a0224 - foreign material/contamination" could not be confirmed by investigation as no samples nor pictures was provided by the customer. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Manufacturer narrative:
E1 phone number: (B)(4). B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Gcm received an email on 25-feb-2025 from mrs. (B)(6), a quality assurance assistant from (B)(6) regarding a reservoir, cassette, 100ml, fs 12/bx with list number 21-7302-24 and lot number 4321037. The customer stated that they have noticed particles in the infusion bag of the medication cassette. They have been able to isolate a particle from the infusion bag of a medication cassette and also identify it. They have performed an ipc measurement in which they have found a match between the packaging material and the particle that they have been able to identify from the internal infusion bag of the medication cassette. This particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot is of (B)(4). There was unknown patient involvement. Aandreiasi 27-feb-2025.